Event description:
Healthcare professional reported deflation and exchange from textured to smooth due to concern with the product against left side device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: one linear opening, flat creases and yellow particles in device inner surface. Leak test and microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data.